Manufacturer narrative:
The company representative was unable to duplicate the reported alarms. As a precautionary measure, the iabp was upgraded to the latest software revision, which reduces the likelihood of a false low helium alarm. The iabp was tested to factory specification. If functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that when the patient was switched from the cs300 iabp to the cardiosave rescue iabp for transport, the cardiosave alarmed "iab disconnect failure" and the unit stopped pumping. When the customer tried to restart the iabp it generated the same message for a second time, as well as a "low helium" alarm. The patient remained on the iabp and therapy was continued. No patient injury was reported.